Event description:
It was reported that the primary and secondary infusions were delivering simultaneously. The pump was programmed to deliver 500ml of 0.9% sodium chloride as a primary infusion and 100ml of 0.9% sodium chloride with an attached vial of ceftriaxone (delivery rates unknown). It was also reported that the primary container was lowered using two 12.5 inch hangers. The customer has stated that the issue is believed to be with the IV tubing and not the spectrum pump. The reported primary infusion utilized a baxter clearlink continu-flo IV set and the secondary infusion utilized a secondary medication set with duo-vent spike.

Manufacturer narrative:
(B)(4). The device was not returned to sigma for evaluation and therefore,, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted. Known conditions resulting in flow from the primary container during a secondary infusion segment include an inadequate height differential between the primary and the secondary IV containers, or a high flow rate (typically above 300 ml/hr). The spectrum operators manual recommends the primary IV container be placed 20 inches below the secondary IV container to provide a gravity advantage that allows flow from the secondary IV container only, and warns the user of the possibility of primary IV container siphoning with flow rates above 300 ml/hr.